Event description:
The provider had issues getting the old competitor adaptors off the paddle (lead) because it was so old and felt it was better for the patient to do a full replacement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).